Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the hospital was contacted to inform them of the recall. It was subsequently identified that the affected implant had already been implanted into a patient. It was reported that no revision surgery is scheduled as the patient is unfit for surgery and experiencing post operative complications not relating to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The following section was corrected: d5. The reported event was unable to be confirmed, as no product or pictures were provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. It was later identified a commingle occurred during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency. Multiple complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure to the size listed on the box they were packaged in. They are related due to the fact that both lots are manufactured at the same facility, of the same part family, and manufactured at the same time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.